Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information become available. (B)(4).

Event description:
A customer reported a corneal burn occurred during a cataract extraction procedure. The procedure was completed with no further harm to the pt. The surgeon was using a straight tip, a point sleeve, and a sub 2.0 millimeter corneal incision with traditional ultrasound. Additional information has been requested.